Event description:
Lead warning on (B)(6) 2021 noted. Clinician asking if the impedance value is documented. Pod does not have that data due to age of the warning. Pod reviewed 53 scp noted. Clinician to continue to monitor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).